Event description:
It was reported that there was high threshold and that the device only lasted three years. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693175, lead, implanted: (B)(6) 2006; 5076-58, lead, implanted: (B)(6) 2006. (B)(4). Evaluation summary: analysis was performed and no anomalies were found.